Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose value was 158-159 mg/dl. Replacement cable was sent to the customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.